Event description:
Mesh implanted in 2005. Pt had a recurrence. During repair of recurrence in 2007, it was found the patch had "come loose" and had adhered to the colon. Mesh was explanted and the colon was resected.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.